Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2021 after experiencing high voltage therapies. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) had delivered inappropriate shock for atrial fibrillations with rapid ventricular response (rvr). Remote transmissions also revealed several non-sustained right ventricular oversensing (nsrvo) episodes. These episodes was confirmed to be old and were due to myopotential over-sensing. The emergency room made programming changes and patient is being medically managed. The patient was in stable condition.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) had noise problem which was noted during a follow-up on (B)(6) 2021. The patient will be monitored going forward and was in stable condition.